Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 3pm, the patient completed football practice and returned home. Once at home, the patient noticed his wearable had failed and he was no longer receiving cgm values on his omnipod insulin pump or dexcom mobile app. The patient¿s bg meter reading was high. He felt dizzy and it was later found he had large ketones in his urine. Around 1am, the patient was brought to the emergency room where he was treated with IV fluids. His sensor was also replaced. The patient was discharged after his IV fluid infusion was complete. The patient was ¿fine¿ at the time of report. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.